Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt intermittently failed incoming functionality testing. The cause for the test failure was isolated to an intermittent shorted pulse wire in the cable connecting the distribution node to the rear therapy electrodes. The cause for the intermittent short was a nick in the pulse wire. The root cause for the nicked wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt caused a service code 204 (belt/monitor unusable).